Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis manifested by fever, chills, weakness, abdominal pain, diarrhea, and vomiting. The cause of peritonitis was an unspecified use error. On the same day as diagnosis, the patient was hospitalized for the event. The patient was treated (date unspecified) with vancomycin, 2gm, intraperitoneally (ip) x one dose and tobramycin, 80 mg, ip x1 dose followed by tobramycin, 40 mg ip once daily for 7 days. Nine days later, the patient was discharged from the hospital. On an unspecified date within the same month as diagnosis, the antibiotic treatment was completed, the patient was retrained on aseptic technique, and the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing for continuous ambulatory pd. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.